Manufacturer narrative:
H.6. Reason code for no evaluation: other. H.6. If other specify see section h.10. H3 other text : see section h.10.

Event description:
It was reported that before use of the syringe 1.0ml 30ga 8mm 7bag 420cas jp the needle separated from the syringe. The following information was provided by the initial reporter: needle separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 8186548. Customer states that the needle is separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 8186548 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the syringe 1.0ml 30ga 8mm 7bag 420cas jp the needle separated from the syringe. The following information was provided by the initial reporter: needle separated.